Event description:
It was reported that the system 2600 produced a burning odor during a procedure. The system was powered down and the procedure completed without incident. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that several resistors on the collimator driver regulation circuit board. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.